Event description:
As reported: "internal thread of screwdriver is bent, femoral neck screw can no longer be screwed on tightly."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: there are scratches and damage marks on the received lag screwdriver. The thread of the screwdriver is also slightly deformed which is possible only due to forceful insertion, hammering and/or improper alignment with the mating part. The received lag screwdriver was assembled. There is a resistance when trying to assemble these two devices at the point of deformation/bend which confirms the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: do not hit instruments unless they are specifically intended for impaction. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance"; help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure. The use of the instrument is described and/or illustrated in the operative technique of the product system. Based on investigation, the root cause was attributed to a user related issue. The scratches, damage marks and bent threads indicate towards an abnormal usage, involving hammering and intense usage in the current or in the previous surgery. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "internal thread of screwdriver is bent, femoral neck screw can no longer be screwed on tightly."